Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during a coronary procedure. The information regarding the completion of the procedure was not provided to philips however there was no harm to the patient or user. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a low disk space error, which was impacting the imaging process. Upon functional testing, the fse checked the error logs and found that the image drives were defective. To resolve the reported issue, the fse replaced the image drives in the ippc and recreated the image stores. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed a low disk space error, which could impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.